Event description:
Device was returned for service. During service, technician found adapter presents wear of the connection shaft, the base is dented and presents oscillation when in operation, and the clamps are worn, meaning the device cannot grip piece of small diameters. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the connection shaft and clamps were worn, the base was dented and caused oscillation. This was attributed to normal wear. The device was repaired and returned to the customer. Placeholder.